Event description:
New information received notes that the over-sensed noise was due to lead abrasion. The lead was explanted and replaced. The patient condition was stable post-procedure.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right atrial lead exhibited oversensing of noise. The noise amplitudes were too high to reprogram. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Correction - b5: missing in initial MDR - oversensing of noise resulted in pacing inhibition.

Event description:
Oversensing of noise resulted in pacing inhibition.

Manufacturer narrative:
The reported events of noise and insulation abrasion were confirmed. As received, a partial lead(distal portion) was returned in one piece. Visual inspection of the lead found two external insulation abrasions consistent with friction to the device can. The cause of the reported event of noise was isolated to the abrasions breaching the outer insulation and exposing the outer coil.